Manufacturer narrative:
Software version: 4.11e. Retainer ring black. On 06-jul-2021, customer alleged device's battery lasting less than 1 week. Alleged rewind anomaly, failed battery test, keypad unresponsive alarm, and no delivery or occlusion alarm - unknown timing. Device successfully downloaded traces and history file using thus. Device passed the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test, sleep current, active current, delivery accuracy test at 0.08745 inches. The power management graph confirmed the unloaded voltage and loaded voltage were within spec range. No low battery alert noted during testing or in the device trace download. No failed battery test alarms found in the history files or traces on event date of 06-jul-2021. No delivery alarms were not found in the history files or traces on event date of 06-jul-2021. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Device passed the keypad voltage test. Motor was tested outside of the device using the ngp system board test. Motor was opened up and found dried insulin on interior threads causing loud rewind and prime. Test p-cap or reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay. In summary, customer allegation for device's battery lasting less than 1 week not confirmed during testing or in the power management graph. Failed battery test not confirmed during testing. No delivery or occlusion alarm - unknown timing was not confirmed during testing. Keypad unresponsive alarm not confirmed during testing. Alleged rewind anomaly not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was unresponsive to new battery and pump deleted settings. The customer stated that rewind was louder, arrow buttons have to be pressed more than once for it to respond and received no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.